Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation post implant. The right ventricular (rv) lead exhibited unstable to high thresholds and undersensing. The lead was repositioned. After the procedure to reposition the rv lead, the patient experienced hypotension and a pericardial effusion. The lead remains in use. No further patient complications have been reported as a result of this event.